Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of device operates differently than expected cannot be confirmed. Regarding the additional information of user experiencing issues with the non-bsc scopes, it is possible that the reported use of an incompatible scope could have damaged the fiber and contributed to the event. The reported adverse event of burn is a known risks associated with use of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure, the energy in the fiber fired into the hand of the physician, causing a burn; no information was provided on whether or not treatment was administered for the burn. The procedure was successfully completed without patient complications. Further information obtained indicated that the user is experiencing issues with the scopes (non- bsc) used during procedure. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter.

Event description:
It was reported that during a procedure, the energy in the fiber fired into the hand of the physician, causing a burn; no information was provided on whether or not treatment was administered for the burn. The procedure was successfully completed without patient complications.

Manufacturer narrative:
H6 device codes: defective device, code correction. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure, the energy in the fiber fired into the hand of the physician, causing a burn; no information was provided on whether or not treatment was administered for the burn. The procedure was successfully completed without patient complications.

Event description:
It was reported that during a procedure, the energy in the fiber fired into the hand of the physician, causing a burn; no information was provided on whether or not treatment was administered for the burn. The procedure was successfully completed without patient complications.